Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg had become inoperable after an unrelated procedure on (B)(6) 2022 where the device was not set to surgery mode. Troubleshooting is pending.

Event description:
Additional information received indicates that the issue was resolved.